Event description:
Ventilator was in volume control when it reportedly began to deliver continuous flow, minute volume and upper pressure alarms sounded, ventilator was switched from volume control to simv and the ventilator operated appropiately, it was switched back to volume control and again exhibited the report problem.